Manufacturer narrative:
Device code (B)(4) relates to problem code (B)(4) for the reported issue of clip was difficult to release from the catheter. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto the tissue; however, the clip failed to release from the catheter and it felt as if the clip fell apart. The clip had to be jiggled several times for the clip to be released from the catheter. It was also reported that the yoke had fallen off the clip. The patient's condition at the conclusion of the procedure was reported to be fine.